Manufacturer narrative:
Correction information: b4: date of this report, g6: type of report, h2: if follow-up, what type?, h3: device evaluated by manufacture and h6: coding changed based on the investigation result. Evaluation summary: based on the investigation, a potential root cause of this failure is physical connection failure in the global connector. A definitive root cause of the reported issue could not be identified. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00128_eg29-i20c_(B)(6)_ error message 04-0004 check endoscope connection. 9610877-2024-00129_ec38-i20cl_(B)(6)_error message 04-0004 check endoscope connection.

Manufacturer narrative:
The pentax medical america made a good faith effort via email on (B)(6) 2024 and received the following information. -was each procedure for treatment or diagnostic purposes? Diagnostic -were the products in question used to complete each procedure? Yes -was each patient recalled for further screening? Yes -if yes, when and what were their results(dd/mm/yyyy)? Hasn't happened yet -if no, will each patient be recalled for further screening? Yes -what is the current status of each patient? Fine couldn't get picture -were the products in question removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? Yes -current location and status of the products in question? Being sent back for review. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 05-jun-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 13-jun-2024. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported the following error message: 04-0004 check endoscope connection. Once this happens, they can't take pictures during procedure. Description of any actions taken: took scope out and then placed it back in. Same result. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.